Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right ventricular (rv) lead that resulted in inappropriate therapy. It is planned to further discuss this allegation with the following physician. No additional adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).